Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated that a cc4204a collamer single piece lens, +22.5 diopter, was implanted and removed within the same surgery because the doctor had to go with a three piece lens due to patients anatomy. There was no patient injury or adverse events. Reporter stated that the cause of the event was not product related.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a tear on the optic and pieces from the haptic missing. (B)(4).